Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient, who was enrolled in the (B)(4) clinical study, is deceased and died approximately four months post implant of the implantable pulse generator (ipg). The cause of death has been requested and not received.